Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that upon removal of sensor on (B)(6) 2012 due to sensor error, patient believes a portion of the sensor wire remained under her skin. Patient contacted her physician, but has not heard back. At the time of her call to technical support, patient reported bruising and discomfort at site.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.